Manufacturer narrative:
The reported malfunction was observed during review of the device activity logs. However, the reported problem could not be duplicated. The device was put through extensive testing without duplicating the malfunction. The pcb processor/bridge/pace board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.